Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, episodes of auto-mode switch and episodes of non-sustained vt episodes with competitive atrial pacing was observed. Programming changes were recommended. The patient was stable throughout the device interrogation and will continue to be monitored.